Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a scratched lens during an intraocular lens (iol) implant procedure. She reported that once the lens was advanced in the cartridge, the scratch was discovered. The tip of the cartridge did touch the patient, however; no harm was reported. The procedure was completed with a new cartridge and lens.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Viscoelastic is dried in the cartridge. The cartridge has evidence that it was placed into a handpiece. The tip of the cartridge is stressed and split on the right side. The lens is in the tip of the cartridge extending through the damaged area. The optic is torn/split and scratched. Cartridge and iol product history records were reviewed and the documentation indicated the products met release criteria. The 30.0 diopter is not qualified for use in the cartridge. The cartridge and the lens were both damaged. The root cause is related to a failure to follow the directions for use (dfu). The customer used a non-qualified lens/cartridge combination. The qualified diopter range for the lens in the cartridge is 6.0 to 27.0 diopter. The 30.0 diopter is only qualified for use in two specific cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).